Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This report was not confirmed. The patient changed out the heater bag; however, reused the remaining supplies. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Based on the information gathered during baxter's investigation, the root cause of the report was use error. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a related complaint, a home patient (hp) stated he replaced the heater bag only and resumed setup. The technical service representative (tsr) advised the hp that when starting over with new supplies both lines and bags must be replaced. The tsr further assisted the hp with end of therapy early procedure. On (B)(6) 2011 product surveillance spoke with the hp's nurse who stated that the hp had contacted her, but he did not mention the use error. The nurse confirmed to review proper procedures. No patient injury or medical intervention was reported.